Manufacturer narrative:
Correction: section d7 - the explantation year was incorrectly reported as 2019. The correction explantation year is 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware of the patient's date of birth, date of device implant and date of scheduled explant. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unspecified saline mentor breast implants and experienced bilateral breast implant illness post-operational. Symptoms included hashimoto¿s disease, lichen sclerosis, severe hair loss, fatigue, infertility, psoriasis, heart palpitations, blood pressure issues and spontaneous vertebral artery dissection. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2020. This report is for one of the two devices.